Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "alarms sensor #4 error," which was not reproduced. Review of the event history log shows the customer experienced multiple downstream occlusion alarms on the alert date of (B)(6) 2015. Load point #4 corresponds with the downstream sensor. The device passed downstream occlusion testing. However, evaluation found the downstrream sensor current readings were out of specification (high readings). The device was recalibrated to address the reported condition. (B)(4).

Event description:
It was reported that a spectrum pump "alarms sensor #4 error" (confirmed as a false downstream occlusion message during baxter's evaluation). It was also reported there was no patient involvement.